Manufacturer narrative:
No further information is available at this time. This report will be updated should further information become available.

Event description:
It was reported that this device exhibited premature battery depletion. Data analysis revealed that the cause of the depletion was attributed to increased power consumption. This device was recommended to be replaced. No adverse patient effects.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this device exhibited premature battery depletion. Data analysis revealed that the cause of the depletion was attributed to increased power consumption. This device was then explanted and replaced. This device has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this device exhibited premature battery depletion. Data analysis revealed that the cause of the depletion was attributed to increased power consumption. This device was then explanted and replaced. This device has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific has issued an advisory communication regarding a subset of pacemakers in the accolade product family that has an elevated potential of exhibiting this behavior. This device is not part of the hydrogen induced premature depletion advisory population.